Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred during the load sequence. Additionally, the insulin gauge was inaccurate. No reported adverse impact to the customer's blood glucose. Reportedly, the customer reverted to alternate insulin therapy.